Event description:
It was reported that patient has high impedance of vns. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Additional information was received that patient underwent a full revision. Explanted product has not been received to date.